Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and 6) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and was not outside of the labeled operating altitude range. Tandem technical support reviewed the load technique with the customer. A new cartridge was loaded resolving the alarms. There was no reported adverse impact to the customer's blood glucose level.